Event description:
It was reported, during an implant procedure, the right ventricular (rv) lead was unable to be connected into the device header. A different device was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of could not tighten the setscrew was confirmed. Analysis revealed the physician was making incorrect wrench insertions into setscrew inset. The physician tried to force the wrench into the setscrew inset without aligning it with the hex inset, which is necessary for the wrench tip to fit into the inset. Additionally, the torque wrench was being inserted at an angle, which will also prevent insertion of the wrench into the setscrew inset. For these reasons the physician could not tighten the setscrew. No device anomalies were found. The problems were related to the user¿s/physician¿s incorrect use of the torque wrench.